Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented via merlin.net transmission, an alert for high, out of range, high voltage lead impedance was observed on the rv lead. The physician has elected to bring the patient in and the lead was capped and replaced. There were no adverse consequences to the patient. The patient was stable.

Event description:
New information received states that the patient had procedure in 2014 for malfunctioned rv lead. No further information is available at this time.

Event description:
The rv lead was capped on (B)(6) 2018.